Event description:
Received report from director of nurse of venous disconnect from tesio catheter 2.5 hours into treatment. Pt suffered cardiopulmonary arrest. Faxed questionniare to facility on 12-21-99. Catheter implanted in 1999. Pt is back to baseline and should recover but is still hospitalized. Estimated blood loss 1000cc. Spoke with director of nursing, who will fax info on 12-22-99. Received faxed questionnaire.